Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator; the service provider performed short self tests and extended self tests. The ventilator is in working condition. Medtronic was not authorized to service the ventilator.

Event description:
The event occurred during setup.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the 840 ventilator became inoperable. Although requested, patient involvement information has not been provided.